Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test. No unexpected occlusions or keypad unresponsive alarm during testing noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had the buttons stick and had to press more than once for them to work. The customer's blood glucose level was unknown at the time of the incident. The customer also reported random or unexplained no delivery alarms. It was unknown if auto mode was active at the time of the incident. Customer declined troubleshooting. The insulin pump will not be returned for analysis.